Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi fse spoke to customer about instrument engagement issue. Robotics coordinator stated that the reset did resolve the issue they were having. The system had had 3 cases with no instrument engagement issues were noted. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the mega suturecut needle driver instrument was rotating when they gripped the needle. Prior to calling in, the customer tried 2 additional instruments, but experienced the same issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended customer reseat the sterile adapter, but the customer stated they just completed the case. The isi tse is unable to troubleshoot the issue further. The field service engineer (fse) to follow up. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.